Event description:
It was reported that during device preparation and prior to use in the anatomy, the absolute pro shaft separated at the hub. The device was not used. There was no reported patient involved. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (sess) noted no blood visible, consistent with the reported information that there was no patient involvement. There was saline in the distal outer sheath and on the outer member and handle, consistent with preparation of the device. The stent implant was stationary on the stent holder between the markers and the distal outer sheath was not retracted. This is consistent with no attempt to deploy or retraction of the thumbwheel. The handle was in a locked position. The reported separation was confirmed. The inner braiding and outer member were separated inside the strain relief tubing 5 mm distal to the distal end of the handle. The outer member material at the separation was stretched and jagged, suggesting force was applied to separate the material. There was no other damage noted to the sess. Potential factors for shaft breakage prior to use include, but are not limited to, kinks, mishandling, excessive force during insertion, or manufacturing. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. A conclusive cause for the shaft separation prior to use could not be determined; however, there is no indication to suggest a product quality deficiency. During manufacturing all self expanding stent systems are visually inspected for damage at multiple operations prior to loading into the dispenser coil and packaging.